Event description:
Pt admitted in 2002 and underwent spinal surgery 4 days later. An epidural catheter was inserted by the surgeon at the t-9-10 level as documented on the anesthesia record. Three days later, epidural catheter noted to be broken and anesthesia notified. Direction was to cover with sterile dressing until morning. Documentation by neuro surgery in progress record reveals that anesthesia was aware of damaged catheter and "catheter removed now".